Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on 2018-nov-14 regarding a patient receiving dilaudid (10mg/ml at 0.500m g/day) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome - other. It was reported that the patient's pump was at elective replacement indicator (eri) and the patient was complaining of not getting pain relief. An unsuccessful dye study was performed. Catheter aspiration was performed when the pump pocket was opened, and the physician was not able to aspirate any cerebrospinal fluid (csf) before the pump was replaced. The pump and catheter were replaced and the issue was considered resolved at the time of report. The patient's status at the time of report was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(4) 2014 explanted: (B)(4) 2018 product type catheter .if information is provided in the future, a supplemental report will be issued.